Manufacturer narrative:
(B)(4). Results: (ruptured aneurysm, endoleak). Results and conclusion: (disease progression, type ii endoleak).

Event description:
An aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of a 5.8 cm aneurysm approx three to four years ago, and then the pt was lost to f/u. Vessel morphology at the time of implant was not reported. It was reported that the pt presented with abdominal pain one month ago; no CT was done, and the pt was discharged, as no issues were found. The pt then returned with abdominal and back pain, nausea, and vomiting, and a non-contrast CT scan was performed and showed a ruptured 13 cm aaa. The pt was coagulapathic with an inr greater then 5.8. A large hematoma to the left side of the stent graft was seen. There was a pt ima, and it was believed that the hematoma/rupture was due to a type ii endoleak from the ima. There were no other endoleaks. An open repair was performed to evacuate the hematoma and sew up any bleeders. The stent graft was not explanted. It was recently reported that the pt expired; however, details are unk. Review of returned films shows a hematoma on left side of the aaa. No clear endoleak could be confirmed from these images.